Event description:
A malfunction was reported on a pump, with no notable events occurring prior to the issue. The customer did not disclose whether there was an impact on their blood glucose level. Technical support assisted the customer in resetting the pump, successfully resolving the malfunction. The customer was advised to continue using the pump and instructed to contact support again if the malfunction recurred, which they acknowledged and understood.